Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event information? What was the appearance of the staples? (B-formation, irregular, legs straight)? If staples did deploy, were they in the proper closed b-formation? Were staples missing or not visible after being deployed? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that the doctor activated the stapler normally and when he released the tissue the staples opened. Dr. Had to suture with pds all the edge where he cut the stapler.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p5745x. Upon review of the information provided, it was concluded that this event now meets the FDA defined criteria for a reportable serious injury. Investigation summary: the analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process additional information requested and received: what was the appearance of the staples? (B-formation, irregular, legs straight)? Many staples were not formed and is seen in the video that the surgeon, which were straight legs. If staples did deploy, were they in the proper closed b-formation the staples did not come out of the reload. Were staples missing or not visible after being deployed? The staples were not closed. Is the current patient status known? The patient is under observation. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Extended hospital stay. Is the video available for review by ethicon?the surgeon has the video but it does not allow me to copy. What stapler was used with these reloads? Echelon 60. Is the device available for analysis? Not. On which firing of device did issue occur? The stapler did the four complete activations the stapler did the four complete activations. Was buttressing material used? Not. Did all of the staples deploy from reload? No. Only somes staples. Please further describe shape of staples. Staples were not formed on the left side (those that remained in the patient). Were there any unusual forces or noises noted during firing sequence? What is the current patient status? Patient on observation.